Event description:
New information received notes that programming changes were made. The patient condition was good.

Event description:
It was reported that during a follow up, noise was observed on a stored egm. Myopotential was suspected. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.